Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a peripheral percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a peripheral percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, there was resistance in step 1 [opening the footplate] and step 2 [pushing int the plunger]. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to open/close the lever and mechanical jam were not confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported difficulties. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may have contributed to the difficulty to open lever include, but not limited to interaction with tissue or link caught in the foot, and/or failure to maintain a stable position of the device with respect to the tissue tract. Failure to retract the lever fully likely led to the mechanical jam during plunger deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 removed, codes 2921 and 2893 were added.